Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device ¿ 7 months. The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported hemorrhagic stroke could not be determined through this evaluation. The instructions for use lists bleeding and stroke as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to a local hospital with sudden onset left sided weakness. A head CT scan showed a large, right intraparenchymal hemorrhage. The patient was intubated, given kcentra, and transported to the implant center hospital. A repeat head CT scan showed worsening of the intraparenchymal hemorrhage. The patient expired later that day.